Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The root's log files were reviewed, which revealed several core board critical failures, which would have likely resulted in watchdog alarms. Further analysis was unable to isolate the cause of the recorded failures as the unit was found to be fully functional. The error is potentially due to a core board software failure or a failure of the digital signal processor. The exact cause was not able to be determined. No performance issues were identified with the concomitant module. A service history record review reveals that this unit was in the field for eleven (11) months with no previous issues related to this reported event. (Brand name) was updated from "o3 regional oximeter module" to "root" (common device name) was updated from "mud" to "mwi" (model#) was updated from "24667" to "26223". (Catalog#) was updated from "9637" to "9515". (Serial#) was updated from "(B)(4)" to "(B)(4)". (UDI#) was updated from "(B)(4)" to "(B)(4)". (Concomitant product and therapy dates) was updated from "root" to "o3 regional oximeter module" (PMA/510k) was updated from "k160526" to "k140188". (Device manufacture date) was updated from "12/06/2017" to "12/18/2017".

Event description:
The customer reported the o3 parameter disappears from the screen during use. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the o3 parameter disappears from the screen during use. No patient impact or consequences were reported.